Event description:
It was reported that the intra-aortic balloon (iab) catheter exhibited blood backflow on unit (B)(6). Despite this observation, the same catheter was subsequently used on unit (B)(6). After the patient was declared deceased, attempts were made to remove the balloon; however, removal was unsuccessful due to clot formation. As a result, the catheter had to be cut for removal.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, medical device ¿ problem code, investigation findings, component codes, investigation conclusions), h11. Corrected fields: d7a, d10. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. The trend review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).